Event description:
It was reported that one week post implantation, the patient developed a fungal infection. The patient was hospitalized and undergoing treatment with medication. All implants remain implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). A1: (B)(6). D10: 010000998, item name: g7 screw 6.5mm x 25mm, lot #: 7701721. 010000997, item name: g7 screw 6.5mm x 20mm, lot #: 7724938. 010001002, item name: g7 screw 6.5mm x 45mm, lot #: 7531245. 110024467, item name: g7 dual mobility liner 54mm I, lot #: 66227243. 11-301331, item name: arcos con sz a hi 70mm, lot #: 66135624. 11-301917, item name: arcos 17x250mm intlkng dist, lot #: 943360r. G2: foreign: belgium. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.